Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068-45 implantable pacing lead, (B)(6) 2000; 4024 implantable pacing lead, (B)(6) 2000. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was noise on the atrial lead and incorrect mode switching. The mode was changed from dual chamber to vvi. There are now gaps in the trending information for ventricular impedance. The device and atrial lead are still in use. No patient complications have been reported as a result of this event.